Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Interrogation of the device prior to procedure revealed that the left ventricular impedance was high and out-of-range on one vector. During the procedure, the lead was connected to the pacing system analyzer which confirmed the same vector had a high impedance, but the others were in-range. The patient was discharged post-procedure, and the lead remained in-use and would continue to be monitored.